Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient was hospitalized because their device was not emptying their bladder. The caller noted that the patient had four times the amount of urine that their bladder could handle so the hospital had to insert a catheter. The consumer was wondering if the call center is the appropriate place to call when they are ready to see if the device is even on. The caller then said they might call the patient's healthcare provider's (hcp) or callback on (B)(6) 2020 to review general patient programmer (pp) use. The next day, the consumer called back and they were walked through increasing the settings from 1.35v on program 4 to where it was comfortable for the patient. No device issue was reported and no further patient complications have been reported as a result of this event.